Event description:
It was reported that the connection thread of the swivel adapter was worn out; the rocker arm hooks. The issue was detected by the sales representative during inspection of the device. There was no patient impact.

Manufacturer narrative:
Integra has completed their internal investigation on 3/30/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: mayfield skull lot 091 (clamp) / 117 (ratchet extension). Connection thread of the swivel adapter needed to be repaired. Rocker arm needed to be adjusted. Device history record reviewed for this product ID lot code 091 (clamp) manufactured on march 31, 2009 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Device history record reviewed for this product ID lot code 117 (ratchet extension) manufactured on september 30th, 2011 show no abnormalities related to the reported failure. The lots passed the required inspection points without mrrs or variances. Service history: 01oct2015. A two year lookback in (B)(6) for this reported failure and or related to "thread worn" for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. Root cause for the repair was normal wear and tear.